Manufacturer narrative:
Merge is continuing to investigate the issue and will submit a follow-up report.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2018, a customer reported that the digital portion of the camera was upgraded and following the upgrade, the image quality deteriorated. Merge healthcare support made configuration changes to improve the image quality on the device and those changes were reverted each time the camera was powered off. The changes made by support improved the quality of red free photos, however, the fundus images appeared orange and the fluorescein angiogram (fa) images appeared grainy. This issue is being reported due to the potential for harm related to the inability of the eye care professional to obtain the necessary information to include new patients within a clinical trial. Furthermore, this is the only system certified for clinical studies and new patients currently cannot be accepted into studies. No patient harm occurred as a result of this issue. (B)(4).